Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a c4/5/6 acdf procedure surgeon inserted a zero-p cage and was unable to drill the hole for the screw through the aiming device. Surgeon then used an angled awl to break the cortex and then used a t8 screwdriver to insert the screw. Surgeon had problems inserting the screw and the tip of the screwdriver broke off. The broken tip is thought to have been captured by suction. Surgeon was able to tighten the screw with a straight driver and complete the procedure.

Manufacturer narrative:
The investigation has shown that the tip of the screwdriver is indeed broken off as complained. The review of the production history revealed that this instrument was manufactured in june 2008 according to the specifications. No abnormal findings were identified. The broken surface is homogenous which indicates material conformity to the specification as well. Based on these results it is concluded the cause of the failure is not due to any manufacturing non-conformances and it is assumed that exceeding applied mechanical force led to the breakage of the tip. The article was manufactured according to specifications. Placeholder.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product entering the complaint system.